Manufacturer narrative:
Correction - d6a was populated in the initial report; however, the device is not implanted. Manufacturer's investigation conclusion: throughout the entire log file, while connected to batteries, intermittent power cable disconnect and low voltage alarms were active due to relative state of charge (rsoc) invalid faults associated with both power cables being outside the expected voltage range. The alarms were not associated with power source exchanges. From 8:00:49 ¿ 8:00:51 and 8:00:56 ¿ 8:00:58, no external power alarms activated due to rsoc voltage fluctuations on the white power cable while the black power cable was disconnected. The backup battery was able to power the system as intended during both events. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault, low voltage, no external power, and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a patient's routine clinical visit multiple power cable disconnect alarms and no external power alarms were seen in the controller history. These occurred when the patient was on battery power. The history also showed multiple low voltage alarms with no external power alarms. These occurred while the patient was drying off after stepping out of the shower. The patient was not switching power sources.